Event description:
Boston scientific received information that during this implant procedure, when the device was connected to the atrial lead, loss of capture was observed. The lead was reinserted in the device header and the issue resolved. The physician commented that the lead may not have been secure in the header. No adverse patient effects were reported.

Manufacturer narrative:
The device and atrial lead remain in service. Should additional information become available, this report will be updated.